Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (582 mg/dl) due to the pump's control iq total daily insulin setting needing adjustment. Customer administered a correction injection to address the elevated bg level. Recommendation was made for the customer to consult with a healthcare provider regarding pump settings.